Event description:
Reporter indicated that her vns therapy programming handheld was "not working properly." Further clarification was not provided. Good faith attempts are currently being made to obtain add'l info.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.